Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges discrepant results, negative to positive results, when using kit grp a strep 30 test veritor (material # 256040), batch number 0020971. Bd quality performs a systematic approach to false negative results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. No trend was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using kit grp a strep 30 test veritor false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer problem: customer reported inaccurate results. Having issues with their rapid strep tests showing a negative result and then another 6-7 minutes later it will change to a positive result."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit grp a strep 30 test veritor false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer problem: customer reported inaccurate results. Having issues with their rapid strep tests showing a negative result and then another 6-7 minutes later it will change to a positive result".